Event description:
It was reported that the patient had an implantable neurostimulator replacement in (B)(6) 2012 due to infection. Additional report will be submitted if there is new information.

Manufacturer narrative:
Product ID 3889-28, lot# v498749, implanted: 2010 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received which reported that neither the primary location of the infection nor the date of onset of the infection was known. However, the infection resolved. Patient outcome was noted as normal status without residue. No further information was reported.